Event description:
It was reported that the insulin pump alarmed and could not clear alarm. The current blood glucose reading is 40 mg/dl. Customer ate breakfast. The insulin pump has a frozen screen. The insulin pump experienced an unexpected restart. The buttons are responding. The battery is changed. The insulin pump is still frozen with no advancement of time. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No frozen display or unexpected alarms observed during analysis. Cracks to the display window, battery tube threads, belt clip slot, reservoir tube lip and a scratched lcd window noted.